Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a blackout occur during reprocessing. There were no reports of patient involvement.

Event description:
No new information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, the reported event of blackout was confirmed. Additionally, there was confirmation of scope communication error b30, which was likely to electrical problems such as signal loss or open circuit. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.